Event description:
2 months after a coronary artery drug eluting stenting procedue the patient expired. Lesion 1 was a 3.5mm, 80% stenosed portion of the proximal right coronary artery (prox rca). The physician treated the lesion with direct stent placement of a 3.50x24mm taxus liberte' drug eluting stent in the target lesion. Lesion 2 was a continuation of the same lesion into the mid right coronary artery (mid rca). The physician successfully placed a taxus liberte' 3.50x12mm drug eluting stent in the target lesion overlapping the previously placed stent. There were no complications the patient was discharged the next day on plavix and aspirin. 2 months after the initial procedure the patient expired. In the opinion of the physician and the cause of death was cardiogenic shock and was not related to the taxus liberte' stents.